Event description:
It was reported that during a procedure one sprinter legend coronary balloon could not inflate. The device was removed from the patient and upon inspection, testing identified that the balloon had leaked at the luer/hub. An inflation pressure of 14 atm had been applied for 6 seconds when the issue occurred. The lesion being treated was mildly tortuosity with moderate calcification in the ostium of the right coronary artery (rca). The proximal rca had 80% stenosis, the distal rca had 90% stenosis, and the right posterolateral artery (rpl) had 85% stenosis. The device was inspected. Negative prep was performed with no issues. The lesion was pre-dilated. The device did pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image analysis: one still image was received for analysis. Image depicts a sprinter legend shelf carton. Labelling information matches that reported on the complaint file. A 3 second video was received for analysis. The video captures a leak between the luer and the inflation device used during the procedure. Additional information: the device was not inspected prior to use. The device was being used to pre-dilate the lesion. It was detailed that the balloon had started to be inflated at 10 atm, and an inflation pressure of 14 atm had been applied for 6 seconds when the issue occurred. There was partial inflation of the balloon. The issue occurred on the first inflation. There was no sudden or gradual drop in pressure noted on the inflation device. The device was not moved or repositioned while inflated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.